Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Ulys df4 dr - 2540, (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 08-may-2023, use before date: 08-november-2025, sterilization lot: s0606-3686, invicta 1cr58, (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 09-january-2024 use before date: 09-january-2027, sterilization lot: s0651-3730, vega r52, (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 22-november-2023, use before date: 22-november-2026, sterilization lot: s0648-28791 it should be noted that infection is a well-knowncomplication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2025, the full system is removed due to heart infection (myocarditis, pericarditis, endocarditis). A new system is implanted on xxxx.